Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, when using the programmer to adjust parameters, the programmer application crashed and displayed an "unexpected error" diagnostic message. No loss of pacing occurred. The device was re-interrogated after the pocket was closed and adjustments were made. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.